Event description:
The customer contacted physio-control to report that when trying to power the device on, the device flashed it's led and the screen went blank and then turned off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio- control verified the reported issue and isolated the cause to the system pcb assembly. Physio further evaluated the removed system pcb assembly and duplicated the reported issue. A crystal, designator y1, on the single board computer of the system pcb assembly was intermittently y failing to oscillate, which caused the reported issue. After proper operation was confirmed through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not yet evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that when trying to power the device on, the device flashed it's led and the screen went blank and then turned off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.